Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheters leaked, and the cotton on the wick was brown. Per follow up via phone on 03june2022, a family member stated that while the patient was waiting on a replacement order, she used the same purewick female external catheter for seven months. It was additionally reported that the patient developed an infection and could have died. Per clinical follow up via phone on 07june2022, the patient confirmed she had developed an infection while using the purewick female external catheters. She stated her primary care doctor diagnosed her with the infection after obtaining bloodwork, and the patient was treated with antibiotics. She further stated the infection was identified and treated before it turned into sepsis. The patient declined to provide any additional information.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and IFU. A potential root cause for the issue could be "user unaware of time limitation or forgets the patient is using the device". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the drydoctm vacuum station, connect the canister to the unit and turn the unit on. Please consult the drydoctm vacuum station user guide for further information. 2. Using standard suction tubing, connect the purewicktm female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Removal: 5. To remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." The device was not returned.

Event description:
It was reported that the purewick female external catheters leaked, and the cotton on the wick was brown. Per follow up via phone on 03june2022, a family member stated that while the patient was waiting on a replacement order, she used the same purewick female external catheter for seven months. It was additionally reported that the patient developed an infection and could have died. Per clinical follow up via phone on 07june2022, the patient confirmed she had developed an infection while using the purewick female external catheters. She stated her primary care doctor diagnosed her with the infection after obtaining bloodwork, and the patient was treated with antibiotics. She further stated the infection was identified and treated before it turned into sepsis. The patient declined to provide any additional information.